Manufacturer narrative:
Review of the device mfg record history. Review of device mfg record history confirmed device met pre-release specs.

Event description:
It was reported to gore that a propaten vascular graft was implanted as a femoro-popliteal bypass. The pt presented with graft occlusion on (B)(6) 2011 (the pt had been non-compliant with warfarin). On (B)(6) 2011, the pt presented with pain and cellulitis. The graft was later explanted due to infection.